Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of a 67 mm abdominal aortic aneurysm . It was reported during the index procedure, the device was inserted and strong resistance was felt. The hydrophilic coating was activated again and insertion was attempted, but the delivery system could not pass. It was suspected that the device was hooked to the femoral artery and external iliac artery. Ivus was checked and calcification was noted, but the lumen diameter was secured as 7mm. The lesion was pre-dilated using a pta balloon and a non medtronic wire was then inserted. It was then attempted to re-insert after inflation using a non-medtronic device with a hard sheath but the device became deformed and the vessel wall was damaged. The procedure could not be continued, so the device was replaced. Resistance was felt, but the new device could pass and the procedure was completed. As per physician the cause of the resistance was suspected due the patient's vascular morphology. It is suggested that the delivery system was may have been damaged/deformed due to the calcification. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
B5; additional information received : it was reported that the vessel damage referred to the tunica intima peeling off. Product analysis conclusion; the device returned with the external slider in the home position. The back-end wheel was partially forward. A gap was observed between the taper tip sleeve and the graft/graft cover. Bunching was observed along the graft cover. Excessive longitudinal scratches were visible on the tip of the graft cover. The tip material was jagged and partially raised. A longitudinal scratch was visible along the taper tip. The reported deformation in vivo was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.